Event description:
It was reported that fluoroscopy revealed externalized conductors. No intervention was performed at this time. The lead remains implanted.

Event description:
New information notes that the lead was explanted. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 7.5-8.5cm from the distal end. The etfe coating was abraded at the same location. External insulation abrasion was found at 10.0- 11.0cm from the distal end. External insulation abrasion was found at 12.0-12.2cm from the connector pin, consistent with friction to the ICD can. The etfe coating was intact at these locations.